Event description:
In 2009, the lay user/reporter (patient's neice) contacted lifescan customer service alleging an "er2" issue with the patient's onetouch ultra meter. It was also noted that the patient received treatment from the emergency medical services (ems) the day before. The medical surveillance specialist (mss) was unable to reach the reporter to obtain additional information about the reported incident; however, the mss spoke with the patient eight days later briefly. She was unable to confirm/provide all details of the reported incident but indicated that she had suffered a hypoglycemic event the day prior to original date. This complaint is being classified based on information provided by customer service and by the brief follow-up with the patient eight days after the original date. On the day prior to original date, around 4pm, the patient was reportedly difficult to rouse. A test was attempted on the subject meter but the error message appeared. It is unclear if the attempted test was performed before or after the onset of the patient's symptoms. It would be helpful to know when the error message first occurred and when the last successful test was obtained on the subject meter. The ems arrived in at 4:15pm after the reporter contacted them. According to the reporter, the patient was incoherent and only received CPR from the ems. No other forms of treatment were reported from the reporter. The reporter was unable/unwilling to report what the patient's blood glucose result was on the ems tester. When the mss spoke with the patient about the reported incident that day, she claimed she had blacked out and her blood glucose was "31 mg/dl" on the ems meter. She was taken to the emergency room (ER) and was treated for hypoglycemia. The patient was released from the ER later the same night. The patient admitted she had skipped her breakfast and lunch before the reported hypoglycemic event because she did not have any appetite. The customer care advocate verified that the correct technique was unable to resolve the issue with troubleshooting. Replacement products were sent to the patient. Although it cannot be confirmed if the error message occurred before or after the patient "blacked out," this complaint is being reported because there is an allegation that the patient suffered a serious injury and received ems treatment due to the error message. In addition, the reported issue was not resolved with training.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.